Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to the motor leaking oil and the oil contaminating the motor home switch. The insulin pump was unable to test for prime alarm due to motor error alarm. The insulin pump was received unit with a loose/protruded drive support disk. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that his insulin pump alarmed system sensor and that the drive support cap is sticking out. He also indicated that insulin was squirting out during prime. Customer's blood glucose was 94 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.